Event description:
It was reported that, "the acetabulum was reamed to 54mm and a trident psl 54mm "f" was implanted and impacted with inserter. Case continued with no problems. Did out trials. The surgeon then proceeded to screw in the screw and it continued through the cup without stopping. Surgeon decided to remove the cup and retrieve the screw. We then reviewed the cup, screw and the inserter/impactor, we noticed that the threads on the inserter was damaged as well as the screw."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.